Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there is a missing piece out of the left corner of her screen. Her blood glucose is 97 mg/dl. She said that she is not sure how the damage occurred. She was advised that the insulin pump would need to be replaced, to discontinue use of the pump and revert to a backup plan per her doctor¿s orders. The pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.